Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Customer performed tubing fill until drops were observed, then resumed insulin delivery.